Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #2) device may have caused or contributed to the reported event. The attorney alleges the patient underwent a revision surgery where it was noted the umbilicus was adherent to the mesh. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgical repair of an umbilical hernia. A bard/davol ventralex (device #1) was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent laparoscopic repair of a recurrence of their ventral hernia. The physician noted that the previously implanted mesh had "migrated inferiorly." The mesh was removed. A bard/davol ventralex st (device #2) was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent revision surgery. Upon inspection the physician noted that he "could not remove...the patch as the patient had wanted because the umbilicus was adherent to the patch as well and there would have been no blood supply to the umbilicus." The patient had 'wadded -up mesh in the central umbilical regions as well as significant protrusion and loss of domain of the anterior abdominal wall with a large diastasis... With a protuberant ventral hernia as well." The devices; ventralex (device #1) and ventralex st (device #2) implanted in the patient failed to reasonably perform as intended. The mesh devices caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh devices were initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.